Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error or failed battery test noted. The power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 295 mg/dl. Customer treated their blood glucose via insulin pen. Troubleshooting for critical pump error was performed. Customer advised the insulin pump beeped, was wet and failed. Customer advised the display screen flashed the critical pump error message. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.